Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) level (247 mg/dl). A correction bolus via the pump was delivered to address bg level. The customer stated they may have miscalculated the bolus after their evening meal. Customer also stated they were under more stress than a normal day. The customer declined to perform troubleshooting with tandem technical support.